Manufacturer narrative:
Pending evaluation.

Event description:
As reported, a male patient had infected right shoulder and the liner was replaced by surgeon. The patient was last known to be in stable condition following the event. Patient was last known to be in stable condition following the event. The devices will not be returned due to hospital policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature.